Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the thermoelectric module was defective and had caused the heatsink component to burn. The fse replaced the defective heat sink assembly, which resolved the reported issue. (B)(4).

Event description:
The customer reported the optima l-90k centrifuge was generating speed and temperature errors. No smoke, fire, or burning smell was reported. There was no death or serious injury related to this event.